Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 2.2 continued to fail during every attempt to access, preventing users from retrieving the required medication for a patient. The malfunction occurred while users tried to dispense medication, they were still able to obtain their required medications without causing any delays in dispensing medication to the patient, since there were a few different pocket errors that were happening over time in each of these drawers and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 2.2, 3.1 and 4.1 had reported multiple failures over multiple days at the station. A field service engineer reseated all the cables in the back of the drawers, as well as each row board connection. Also, popped each cubie out of the three drawers and cleared all debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.